Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2002, 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.